Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 846767-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2019 hysterectomy (full) salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, migraine and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), chronic pain , pelvic/abdominal pain, back pain. Insertion date discrepancy- (B)(6) 2012. Removal date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unspecified bilateral occlusion. The lot number reported (846767) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 846767-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2019, hysterectomy (full) salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, migraine and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), chronic pain , pelvic/abdominal pain, back pain. Insertion date discrepancy- (B)(6) 2012. Removal date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 846767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2019,hysterectomy (full) salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, migraine and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), chronic pain , pelvic/abdominal pain, back pain insertion date discrepancy- (B)(6) 2012, (B)(6) 2012 removal date- (B)(6) 2019, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unspecified bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-aug-2020: mr received; lot no. Was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2019,hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, migraine and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), chronic pain, pelvic/abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "dyspareunia (painful sexual intercourse), chronic pain, pelvic/abdominal pain, back pain, menorrhagia, nickel allergy, rash/skin condition, vaginal discharge, vaginal infection, bladder/urinary problem, fatigue, migraines, hair loss" were added. Outcome of event "bleeding" was updated as recovered. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.